Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not set the insulin duration and carbohydrate ratio setting correctly when setting up the pump. Tandem technical support guided the customer through adjusting the insulin duration and carbohydrate setting. Customer's blood glucose level was in the 300 mg/dl range.